Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The functional assessment found that the device power module would not take charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be electrical component failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the power module for trauma recon system device ¿did not have power and would not charge". The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.